Manufacturer narrative:
The report of the autopulse platform (sn (B)(6)) displayed "low battery" error message was not observed during functional testing and archive data review. No device malfunction. Upon visual inspection no physical damage was observed. During functional testing, no issues were observed. During archive data review, low battery error message was not observed on the reported event date. User advisory (ua) 18 (max take-up revolution exceeded) error message, ua 02(compression tracking error) error message, ua 17(motor on for too long during active operation) error message, ua 45(driveshaft not at "home" position after power-on/restart) error message and ua 7 (discrepancy between load 1 and load 2 too large) error message were observed; however these error messages were not related to the reported event. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The platform passed all functional tests and is ready for clinical use. Note that the user advisory error messages are designed into the platform when one of several conditions is detected. The error message observed in the archive are easily clearable by user. For example ua 18 alerts the operator that during takeup, the autopulse driveshaft has moved the lifeband past the maximum allowable takeup depth without detecting a patient. This user advisory will persist until the restart button is pressed and the autopulse platform is restarted. Ua 2 alerts the operator that as the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. This user advisory will persist until the patient is properly aligned. Per the autopulse user guide instruction, to clear the error message, the operator needs to pull up the lifeband until the chest bands are fully extended. Ensuring that the patient and the lifeband are aligned and then restarting the platform. Ua 17 is an indication that the platform did not reach its target depths within specification. Based on the analysis of the archive data retrieved from the platform, the issue is likely attributed to the stiffness of the patient's chest, a twisted lifeband, and/or the length of time the platform was used performing continuous compression. During a ua 17 error message, the platform is trying to achieve the 20% compression but did not have enough power to achieve this compression rate within 0.38 seconds. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. Ua 7 error message alerts the operator that the patient is out of position and not properly centered in the platform. This user advisory will persist until the patient is properly aligned. Per the autopulse user guide instruction, to clear the error message, the operator needs to pull up the lifeband until the chest bands are fully extended. Ensuring that the patient and the lifeband are aligned and then restarting the platform.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 12/04/2019 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During patient use, the autopulse platform (sn: (B)(4)) displayed "low battery" error message upon insertion of a fully charged autopulse li-ion battery. The battery was removed and replaced with another fully charged battery. Both batteries status led lights were showing four green lights when they were removed from the autopulse multi-chemistry charger (mcc). Also, both of the batteries status led lights were showing three green lights when they were removed from the platform after observing the "low battery" error message. The use of the platform was discontinued and manual CPR was performed. No known impact or consequence to patient was reported.